Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a battery out limit. The patient's blood glucose at the time of incident is unknown. The event occurred while the customer was programming a bolus and the screen numbers started to scroll, and the pump alarmed with the battery out limit then. The customer does not recall any significant events leading to the battery issues. Troubleshooting was initiated for the battery out limit alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. A report has been sent to the local puerto rico office requesting an insulin pump replacement.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the battery out limit alarm due to no button response. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.